Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 27g 1/2in was clogged. The following information was provided by the initial reporter; clogged needles.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as no photo/sample received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Clogged needles.